Manufacturer narrative:
Upon completion of investigation a follow up report will be filed. Device is under investigation.

Manufacturer narrative:
The device was returned for evaluation. The investigation of the returned device did not confirm the problem reported by the customer. The lot number is cpnbhd, serial number (B)(4), product code 82-3146. -the position of the cam when valve was received was 30mmh2o. The valve was visually inspected; 2 needle holes in the needle chamber were noted, no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheters were irrigated with purified water. No occlusion was noted. The valve was dried. The valve was leak tested and no leaks were noted other than from the 2 needle holes in the needle chamber. The valve was reflux tested, the valve passed the test. The valve was tested for programming; the valve passed the test. The valve was then pressure tested and the valve passed the test. Review of the history device records confirmed the valve with product code 82-3146, and with lot number cpnbhd conformed to the specifications when released to stock on the 21st january 2014. No root cause could be determined, as the problem reported by the customer could not be duplicated. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
On (B)(6) 2014, during the surgery, it was noted that the fluid did not flow through the valve when the surgeon checked csf flow after placing ventricle catheter and the valve before placing the peritoneal catheter. Another product ((B)(4)) was used and the case was completed without problem. There were no surgical delay greater than 30 min and no adverse consequences to the patient.